Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to blank display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files or traces using thump software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, pillowing keypad overlay, and label damage. Blank display was confirmed during testing due to a misaligned battery tube. Unable to verify customer's complaint for low bg's. Unable to verify customer's complaint for failed battery test due to blank display. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found isolated to the battery tube. Unable to download pump history files and traces was confirmed due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed battery test, sensor glucose versus blood glucose and hypoglycemia. The customer reported blood glucose value of 61 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-384a, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer crack on the battery compartment and the pump was not accepting the batteries. The customer reported sensor glucose value and blood glucose value difference and low blood glucose. No further patient complications were reported. Mmt-1884 was requested, and the device was returned. No product return is required for mmt-384a. No product return is required for mmt-332a. No product return is required for mmt-7040a. The customer will discontinue the use of the device.